Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed with a leo. The cause of the pipeline failure was not determined. The pipeline had not been placed in a vessel bend when it failed to open. It was noted that multiple resheathing attempts were made on both pipelines. Ancillary devices: microcatheter phenom27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline was impossible to open. Even after multiple resheating it flattened at the middle part. This happened on 2 different pipelines. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm with an unknown morphology. Aneurysm dimensions and landing zone was unknown. The patient¿s vessel tortuosity was unknown. It was unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was unknown. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter phenom27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issue with the phenom27 catheter.